Event description:
Boston scientific implantable pulse generator (ipgj system removed due to infection (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).